Event description:
A report has been rec'd from (B)(6) of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Reportedly the incident occurred while a pt was receiving hemodialysis treatment when a nurse noticed that a kink occurred where the tubing comes out of the bvm module opposite to the short segment. The facility attempted to mitigate by propping, taping or clamping the line however it did not always work and the kink returned. Although there was pt involvement there was no injury to the pt but causes re-needling and a delay in treatment.

Manufacturer narrative:
(B)(4). The MFR is reviewing the design history file and the lot and mfg records for the product. In addition the MFR has made visits to the customer facilities to observe the clinical practice and collect info that will be helpful to the investigation. The investigation is ongoing and a root cause has not yet been determined at this time.